Event description:
It was reported that the insulin pump alarmed failed battery test. Upon troubleshooting, it was found that the issue was not resolved, and the insulin pump alarmed failed battery test again. The blood glucose reading was 381 mg/dl. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with missing segments/partial display due to cracked lcd glass under lcd zebra connector. The insulin pump was unable to verify failed battery test due to missing segments/partial display. The insulin pump received with cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.